Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the reporter: during the procedure, a foreign material about 1 mm square was found in the abdominal cavity and was retrieved. After surgery, the trocar seal was found broken. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue damage. There was no extension in the operating room time and there was no harm to the patient.